Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photograph/video/imagery of the device was provided for review. Manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Per procedure, the frame components are 100% visually inspected by both manufacturing and quality. Samples from each lot manufactured sapien 3 frame are and met the statistical acceptance criteria. Leaflet components undergo inspections. During the production flow testing, the sapien 3 valves undergo cooptation testing and are 100% inspected per procedure. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the reported event. The complaints for ¿valve ¿ regurgitation ¿ central leak¿ and ¿valve ¿ deployment difficulty ¿ asymmetrical¿ were unable to be confirmed. Additionally, the occurrence rate did not exceed the march 2019 control limits for applicable trend categories. The IFU and device prepping manual, valve-in-valve procedural training manual patient screening manual and training manual for sapien 3 with commander delivery system were reviewed. Per the commander procedural training manual factors that may affect the thv deployment characteristics related to foreshortening of the valve are as follows: narrow, calcified stj, thv oversizing, and incomplete thv expansion. The delivery system requires a prescribed volume for the thv deployment and proper function. In addition, as per training manual factors in assessing aortic regurgitation (ar) are as follows: good diastolic pressure post-implant my indicate adequate thv function, echocardiography is the gold standard for assessing prosthetic thv function, severity of aortic regurgitation must be assessed incorporating multiple criteria. In addition, differential diagnosis should be used to assess aortic regurgitation: wide pulse pressure may indicated severe ar, and tee should be used for assess prosthetic valve function and aortic regurgitation (central or paravalvular). During assessment of central ar look at secondary to wire, frozen thv leaflet/native leaflet overhang, determine etiology (leaflet mobility and leaflet cooptation mismatch) and mechanical support (iabp) not effective with severe ar. After post dilation factors for assessing aortic regurgitation are as follows: manage post dilation if necessary, post dilation if paravalvular jets are clinically significant, use the same rapid ventricular pacing protocol, post dilate with the same balloon and note that if regurgitation is central rather than paravalvular do not post dilate. Per training manual factors for patients who are hypotension: patients with a hypertrophic ventricle, pulmonary hypertension, or poor rv/lv function are at increased risk for decompensation. If the patient becomes hypotensive following thv deployment, assess for aortic regurgitation, coronary perfusion, pericardial effusion, aortic rupture or dissection, lv/rv function, bleeding and leaflet function. Titrate drugs slowly to bring pressure back up. If the hemodynamics fail to improve with medical management, start circulatory support (iabp, ECMO, bypass, etc.) Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to no procedural imagery provided for evaluation, the complaints for ¿valve ¿ regurgitation ¿ central leak¿ and ¿valve ¿ deployment difficulty - asymmetrical¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per training review, the thv deployment characteristics could be affected by several patient/procedural factors such as calcification, thv oversizing, and improper inflation volume. ¿per report, the asymmetric foreshortening of the valve was due to the anatomy (i.e., bulky ca++ caused the uneven deployment)¿. In this case, it is likely that the calcification found at and around the annulus prevented the valve from full expansion, resulting in asymmetric thv deployment. As stated in the IFU, the valve is required to be fully expanded for proper function. The under expanded valve may have prevented the leaflet from proper coaptation and led to the reported central leakage. Similarly, it is also possible that the presence of the bulky calcification may have impinged the valve leaflet, preventing the leaflet from proper coaptation and subsequently lead to central leakage. Post dilatation was attempted, but resulting in annular rupture, and subsequently leading to hemodynamic unstable. Without a stable blood flow/pressure, the valve leaflet may not be able to function properly. As a result, the central leakage remains unchanged. However, without the imagery, this root cause could not be confirmed. In this case, based on the information patient (calcification) and/or procedural factors (post dilatation resulting in hemodynamic unstable due to the annular rupture) may have contributed to the reported event. However, a definitive root cause could not be determined. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limits for applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The patient died from a complication of an annular rupture during a transfemoral deployment of a sapien 3 26mm valve. After valve deployment, there was foreshortening on left cusp versus the non-cusp and severe central aortic insufficiency (cai) was noted. The valve was implanted canted/tilted but more notable was the uneven/asymmetric foreshortening of the valve. A decision was made to post-dilate. During this time, the patient decompensated and became hemodynamically unstable and an annular rupture was noted. A decision was made to deploy a 2nd valve. A second delivery system/valve was inserted and the valve was deployed. The patient continued to be hemodynamically unstable and was converted to an open procedure. Subsequently, the patient expired. Per report, the foreshortening was due to the anatomy (i.e., bulky ca++ caused the uneven deployment). In addition, there was perceived restriction secondary to uneven foreshortening.